Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem in which several stations failed to synchronize with the active directory. Additionally, stated that the user was able to retrieve the needed medication from another medstation, and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations failed to synchronize with the active directory due to a network issue at the customer site. A technical support specialist reached out to the pharmacy, and they confirmed that the issue was resolved. The serial number, UDI and manufacturer details kept blank since the given asset information found to be es server. The system functioned as intended after the technical support specialist resolved the issue.